Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. . The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported a rupture of the device with silicone gel flow on the left side. The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one opening extended, underweight and crease flat. A microscopic analysis was performed which identified: one opening sharp on the posterior and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening on the posterior assessed as unidentified (tear) opening.

Event description:
Physician reported a rupture of the device with silicone gel flow on the left side. The device was explanted.